Manufacturer narrative:
Section d4, h4: additional information. Manufacturer's investigation conclusion: a specific cause for the reported gastrointestinal bleeding, aortic insufficiency, and symptomatic suckdown could not be conclusively determined through this evaluation. In addition, a direct correlation with heartmate ii lvas, serial number (B)(6), could not be conclusively established. The submitted system controller log file appeared to capture the pump functioning as intended above the low speed limit with no atypical alarms. Pump power ranged between 5.2 and 6.6 w, estimated flow ranged between 3.9 and 6.2 lpm, and average pi ranged between 1.4 and 5.9. The patient remains ongoing on (B)(6) and no further issues have been reported at this time. The heartmate ii lvas IFU lists bleeding as an adverse event that may be associated with the use of heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section b3: correction section b5: additional information

Event description:
It was reported that patient was admitted on(B)(6)2020 for gi bleeding. Hemoglobin was 6.2 g/dl on admission. Hemoglobin was previously measured as 12.4g/dl on(B)(6)2020 . International normalized ratio (inr) on admission was 2.2. An esophagogastroduodenoscopy (egd) done on (B)(6)2020 revealed an oozing bleeding dieulafoy's lesion in stomach, which was cauterized. Patient was started on octreotide during admission. After the patient's gi bleeding symptoms were resolved, patient remained symptomatic, lightheaded, and unresponsive to fluid. Echo revealed severe aortic insufficiency (ai) while, right heart catheterization(rhc) showed that heart pressures were normal. On (B)(6)2020 , patient underwent transcatheter aortic valve replacement (tavr) with 2 valves deployed. Once patient was stabilized and symptoms improved, patient was discharged home.

Manufacturer narrative:
The outflow graft debridement surgery was reported under MFR #2916596-2020-01018. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that patient had gastrointestinal bleeding (gib) but also continued symptomatic suck down on vad despite fluid resuscitation. He was status post outflow graft debridement surgery in (B)(6) 2020 and had moderate aortic insufficiency (ai) . No active alarms seen. Log file analysis captured multiple pi events occurring. Additional information stated that the patient had an esophagogastroduodenoscopy (egd) to confirm the gib. Patient had symptoms of melena, anemia, and lightheadedness. The patient received a transfusion and the gastric lesion was treated.